Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument with an unspecified sars-cov-2 assay a false positive result was obtained by the laboratory personnel. No additional information has been provided by the customer at this time.

Manufacturer narrative:
Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument with an unspecified sars-cov-2 assay a false positive result was obtained by the laboratory personnel. No additional information has been provided by the customer at this time. Medical device brand name: bd max¿ system, bd max¿ instrument investigation: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving false positive. Field service was not dispatched. The case was closed after a new reagent was ordered. Root cause is cannot be determined with the information provided. The complaint is unconfirmed with information provided. No parts were replaced or returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with an unspecified sars-cov-2 assay a false positive result was obtained by the laboratory personnel. No additional information has been provided by the customer at this time.